Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not power on. A field service engineer (fse) found that the medstation did not power on and identified that the pyxis refrigerator was running on battery backup. The wall outlets supplying power to both the medstation and the pyxis refrigerator were not functional, and no nearby outlets had power. The customer contacted maintenance. The fse connected the refrigerator to an alternate working outlet to maintain proper temperature. The customer planned to use an extension cord for the medstation until normal alternating current (ac) power was restored. The issue was determined to be facility related, not a medstation issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system did not power on. The customer tried to reseat the power plug, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients and in medication dispensing workflow due to alternating current (ac) power failure. However, there were no adverse events or no injuries reported based on this event.